Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with livocin injections (dose, frequency, route and duration not reported) and meropenem (80mg, frequency, route and duration not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).